Manufacturer narrative:
The device was returned to omsc for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon. No abnormalities were noted in the appearance of the device. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by defect of the power circuit board due to aging. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that about 10 minutes after the start of laparoscopic cholecystectomy, the monitor suddenly went black. The user interrupted the surgery and switched it to an open surgery. According to the user facility, the switching to the abdominal operation had nothing to do with the device malfunction. The device was used with a olympus flex deflectable videoscope ltf-s190-10 and a video system center otv-s190. There was no report of patient injury associated with this event.